Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump repeatedly powered off despite indicating approximately 70% battery charge, required placement on a charging pad to restart, displayed a continuously turning screen, allowed brief interaction before shutting down again, and held charge for only a few hours, consistent with premature battery discharge and a battery component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge traced to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.